Event description:
The customer reported that the device did not shock. There was no report of patient impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device did not shock. There was no report of patient impact or involvement. Philips evaluated the device and verified the failure. The power pca was replaced to resolve the issue.